Event description:
The md performed the preclose technique on the pt's right and left groin arteriotomes with four perclose a-t (the closer ak) devices. The pt, was in o.r. For placement of a stented graft to repair an abdominal aortic aneurysm. For the procedure a 22 fr. Sheath was used on the right side and a 14 fr. Sheath was used on the left side. It was unknown if fluoroscopy was performed to confirm placement in the right and left common femoral arteries. After the procedure was completed the right side was closed first and then the left side. After closure it was noted that the patient's vital signs started to "drop." The m.d. Suspected "bleed" from the right side since it had been the 22 fr. Sheath. A cut-down was performed and the right side was found to be "dry as a bone." A cut-down was then performed on the left side and a retroperitoneal bleed was found. The md stated "the pt lost a lot of blood in the rp cavity." A dacron patch was placed to repair the retroperitoneal bleed. The cut-down was closed up and the patient was transferred. It is unknown if the pt received a blood transfusion. At some point on the floor the patient had a cardiac arrest and was resuscitated. The patient was also placed on renal dialysis after the cardiac arrest. The md stated due to the patient's history of drinking, the blood loss and cardiac arrest, the pt developed renal insufficiency. The patient's condition and creatinine levels are improving and the renal insufficiency may be reversible. It is unknown if the patient continues on renal dialysis or remains in the hospital. The facility is not releasing any further information.